Manufacturer narrative:
The device was sent to the OEM (original equipment manufacturer) for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and there was corrosion observed when it was disassembled. A functional evaluation confirmed the problem of overheating. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was verified and per the OEM the root cause is likely due to wear.

Event description:
It was reported that the dyonics unit overheated. There was no significant delay or patient injury reported.